Manufacturer narrative:
The field service engineer (fse) noted the fluid leak had damaged the ambient temperature sensor. The fse re-tubed the center module assembly as preventative maintenance and replaced the peltier module to resolve the fluid leak and system error issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported lyse ambient temperature errors and approximately 20 milliliters of fluid leaked from the right side of the compartment involving the coulter lh 500 hematology analyzer. The customer stated the fluid was contained within the instrument. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.